Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and observed mixer speed errors. The fse identified the failure mode as a defective reagent sample mixer. The fse replaced the reagent sample mixer assembly to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported a three-hour delay in treatment due to delay in results caused by reagent mixer speed errors/mixer motion errors on their dxc 600i clinical chemistry analyzer. The customer stated their backup instrument was down at the time of the event. There was no impact to patient treatment in connection to event. The customer repeated the sample on another system and obtained a result considered correct. The customer confirmed that no patient treatment changed due to the delay. There was no report of harm to patients. The customer did not provide data or patient demographics.